Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was an alpha omega lead cannula, but the size was unknown.

Event description:
It was reported that, during the patient's stage 1 procedure, the burr hole clip was closing when the surgeon tested it in the burr hole device, but he was able to simply push the clip back open. He removed the clip from the burr hole ring and it did close. However, he elected to open another burr hole device. Then, when we went to test impedances before stim testing, we observed high impedances on contacts 2a and 2b. We went through several troubleshooting steps including running stimulation through those contacts, replacing the external neurostimulator and tablet, replacing the test cable, testing monopolar impedances, and then finally replacing the lead. The impedances remained at the same contacts. Thus, the surgeon elected to implant the lead. The patient is doing fine. The scrub tech disposed of the items and therefore they will not be returned. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance and clip issue wasn¿t determined, but there was no impedance issue at the patient¿s stage 2 procedure, and the patient was receiving effective therapy.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37022 , serial# (B)(6) , product type external neurostimulator product ID b32000 lot# unknown , product type accessory product ID b31040 lot# unknown , product type screening device product ID b3300542m , serial# unknown , product type lead product ID 37022 lot# serial# (B)(6), product type external neurostimulator h10. Regulatory report #2182207-2023-01130 refers to the other system used with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.